Event description:
Alcon 23 gauge illuminated flexible curved laser probe plugged in properly to constellation machine, but would not operate. The probe was removed from machine prior to patient contact and packaged in original wrapper.